Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when a syringe is programmed with xx volume, the amount falls several cc¿s short each time, requiring them to reprogram the remaining amount in the syringe so the nicu patient receives the full intended dose. The reported stated that the whole feeding does not go in. The pumps will alarm at 2-3 ml left in the pump and the rn needs to re-start the pump to infuse the remainder of the feeding. She was also told that 1 ml syringes don¿t infuse the entire volume and the rns are changing medication in 1 ml syringes to 3 ml syringes to circumvent this occurrence. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.